Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ise indirect for gen. 2 sodium and potassium results for one patient sample. The initial sodium result was 94.1 mmol/l and the repeat result was 143.7 mmol/l. The initial potassium result was 1.96 mmol/l and the repeat result was 4.50 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The gear pump and water pressure was checked by the field service representative and it was determined one of the probes was not moving correctly. The probe was cleaned and the tubing slightly adjusted to allow for the correct motion. All other probes were checked and cleaned and adjustments were verified. He inspected the ise assembly and confirmed that reagents were pipetted correctly. Ise checks were performed with successful results. Calibration and qc were performed.